Manufacturer narrative:
Siemens filed the initial MDR 2517506-2018-00355 on (B)(6)2018 and the first supplemental report on (B)(6) 2018. Corrected information ((B)(6) 2018): the service mentioned in the first supplemental report was performed on (B)(6) 2018, and not (B)(6) 2018. Additional information ((B)(6) 2018): the customer initially reported that liquid from a cuvette splashed onto the customer's face because the cuvette film was not sealed. Siemens further investigated the issue and determined that the cuvettes are initially sealed at the u-seal heater. The cuvettes are sealed again at the top of the cuvette before it goes into the waste at the top seal assembly. The cause of the cuvette top seal malfunction is unknown. The instrument is performing within specifications. No further evaluation of device is required.

Manufacturer narrative:
The cause of the operator being splashed on their face from the cuvette is unknown. Siemens is investigating the issue.

Event description:
While handling the waste cuvette, the operator of a dimension exl with lm instrument was splashed on their face from the cuvette. The cuvette film was not sealed. The operator went to the occupational health services for evaluation. It is unknown if the operator was wearing appropriate personal protective equipment or received any medical intervention. There are no reports of adverse health consequence due to the operator being splashed on their face from the cuvette.

Manufacturer narrative:
The initial MDR 2517506-2018-00355 was filed on 30-may-2018. Additional information (20-jun-2018): additional information regarding operator wearing ppe and not receiving any medical intervention has been received. Section has been updated with this information. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse removed the top sealer and then cleaned, lubricated and aligned the solenoid assembly. The cse ran cuvette test, checked system performance and ran quality controls and patient samples. The cause of the operator being splashed on their face from the cuvette was due to malfunction of cuvette top seal. The instrument is performing within specifications. No further evaluation of device is required. Method, result and conclusion codes have been updated.

Event description:
The operator was wearing personal protective equipment (ppe) while handling the waste cuvette. No medical intervention was required due to the operator being splashed on their face from the cuvette.